Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of perforation of the vessel is listed in the peripheral dilation catheter (pdc), viatrac 14 plus instructions for use as a known patient effect of peripheral artery procedures. It was reported that the device was used in the pulmonary artery. It should be noted that the peripheral dilation catheter (pdc), viatrac 14 plus instructions for use, states: the viatrac 14 plus peripheral dilatation catheter is intended: to dilate stenosis in the peripheral arteries (iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal arteries). For the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it is unknown if the IFU violation contributed to the reported complaint because abbott has not evaluated this use. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment and delay to treatment/therapy appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled, ¿rescue implantation of covered stent in pulmonary artery rupture during balloon pulmonary angioplasty". B3 - the procedure date is estimated. D4- the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 1494 - use in incorrect anatomy.

Event description:
The article documented a case of a 62 year old female with residual pulmonary hypertension after pulmonary endarterectomy for chronic thromboembolic pulmonary hypertension (cteph) underwent balloon pulmonary angioplasty (bpa). The lesion was dilated with a 5.0x20mm viatrac balloon; however, immediately after deflation of the balloon, severe hemosputum and cough occurred. Pulmonary angiography showed extravasation of contrast medium and pulmonary artery rupture and dissection were recognized. A 3.0 x 20 mm jostent graftmaster covered stent was implanted to the rupture site. Control angiography revealed the disappearance of extravasation of contrast medium. Pulmonary computed tomography angiography performed 12 months later showed no signs of in-stent restenosis and patency of the vessel. The article concluded that ring-like lesions in cteph patients are sometimes difficult to dilate because they are hard and fibrotic. For this reason, slightly oversized balloons are used. However, this may result in an increased risk of vessel rupture. Implantation of a covered stent not only protects the ruptured vessel, but also maintains perfusion in the future. Details are listed in the article titled, ¿rescue implantation of covered stent in pulmonary artery rupture during balloon pulmonary angioplasty". No additional information was provided.